Event description:
We began the pt's extracorporeal photopheresis (ecp) treatment using cell ex instrument and kit. The clinician had system pressure alarms six times. These alarms occurred at various whole blood processed amounts during the procedure. We conferred with the therakos tech support person, dipauli, and the ecp treatment was ended as recommended. All blood products were returned to the pt and no follow up lab was needed. Heparin was given. A new kit was primed and the pt was treated successfully. No harm was done to pt. The kit will be credited per therakos.we are awaiting a response from the MFR.